Manufacturer narrative:
The device is not expected to be returned for analysis. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that following the implant procedure this pacemaker and another manufacturer's right ventricular (rv) lead did not provide pacing therapy. It was reported that the pacing configuration on the pacemaker was not programmed appropriately to unipolar for the rv lead. The physician suspected the device did not work. The device was explanted and replaced it with another manufacturer's device. After further discussion, it was identified that the device does not automatically recognize that the lead was unipolar and that it needed to be reprogrammed to unipolar. A programmer was provided to health care professionals (hcp) to assist with training.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. This device passed all returned product testing; however, boston scientific has initiated an investigation into the behavior described in the event description, including consideration of potential design enhancements, as deemed appropriate.

Event description:
The device was returned to our post market quality assurance laboratory for analysis.